Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have had sensor site location issues. Customer reports to have worn sensor off-label due to sensor breaking when inserting in the stomach area. Customer was able to resolve sensor issue and sensor began to work. Customer reports that stomach has scar tissue and does not absorb insulin which may have caused high blood glucose of 500 mg/dl when wearing infusion set. Customer was able to resolve issue with infusion set by avoiding inserting into left side of stomach. No further information provided.